Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (type of investigation, health effect ¿ impact codes).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: g2 (report source). It was reported that during maintenance, the cardiosave intra-aortic balloon pump malfunctioned. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer evaluated the unit. The fse reported that the device was inspected and troubleshooting was performed. All affected parts were replaced which was the pim. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site city : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had blood in the system. There was no patient invovlement.